Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
When I used spray I accidentally got in my windpipe [accidental device ingestion]. When I used spray I accidentally got in my windpipe and could not breathe [difficulty breathing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and difficulty breathing. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the accidental device ingestion and difficulty breathing were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the difficulty breathing to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received by consumer via call center representative (email) on 30mar2023. Consumer reported that "I have not been able to find biotene gel for 2 months. In the middle of the night when I used spray I accidentally got in my windpipe and could not breathe. Would rather use gel. Has it been discontinued?".